Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted into the hospice care facility and was told that this device was programmed off. However, hospice personnel stated that the patient had an event and patient felt like being shocked. At this time, this crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted into the hospice care facility and was told that this device was programmed off. However, hospice personnel stated that the patient had an event and patient felt like being shocked. At this time, this crt-d remains in service. No additional adverse patient effects were reported.additional information received which indicates that this crt-d was thought to be turned off, however, the physician had not able to and the order to turned off the device was recommended by the physician. Was turned off and recommended by the physician.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.